Manufacturer narrative:
Devices of multiple part numbers were implanted during the procedure including: part: 7901560, FDA recall number z-1421-2008 part: 7901560, FDA recall number z-1421-2008 although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient returned to the doctor complaining of leg pain and buttock pain on one side and x-rays show the cable wire may have sheared. No additional patient complications were reported.

Event description:
It was reported that 47 months after the initial surgery, the patient began experiencing chronic pain on the right side, middle back area at the right latissimus dorsi muscle and actively sought medical treatment. According to the report, the pain "expanded up to the shoulders and even spread down and across to encompass the entire back on occasions, usually resulting in spasms that could only be relieved by a combination of ice and heat, a vibrating bed, and soma". The patient underwent "pain mitigation workups" that "concluded with a transforaminal nerve block at l4-l5" that reportedly did provide complete (yet temporary) relief of pain on the right side. It was noted that degenerative disc disease in the l4-l5 disc may also have been present, however, due to the instrumentation that was in place stabilizing l4-s1, clear imaging of l4-l5 could not be obtained. The patient underwent a revision surgery to remove the two rods, one of which was found to be defective, and replace them with fixed rods after fusion of l4-l5. According to the report, the physician performed the revision surgery and retrieved the "broken device and saw no need to go in further." Reportedly, the patient has returned to a full work schedule with no additional complications reported. No further information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A query of the entire complaint history of this part was conducted and did not contribute any additional information to this investigation. No further action can be taken at this time.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.